Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event log identified the reported f-38 alarm. The cause of the alarm was determined to be that the right force sensing resistor (fsr) was damaged. In order to address this condition the fsr was replaced. The device was restored to good working condition. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up will be submitted.